Event description:
It was reported that bd alaris pump module smartsite infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that primed a medication and the pump infusion set ref (B)(4) literally came apart directly distal of the drip chamber. I had no tension on the tubing. Later in the day I primed another medication and attempted to initiate in the pump, and it kept alarming "air in line." There was no air in the line. I checked this same tubing in 2 other modules, and it gave me the same alarm notification. I reprimed medication and it worked just fine. By the time my second issue happened I had used multiple infusion sets

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
The customer reported the tubing came apart, and a second tubing had air in line. Photo evidence of the failure was returned, of material: 2420-0007, lots: 24075378 or 24085404. The photo verifies the failure of drip chamber separation, and this same issue most likely caused the air in line as well. The separation needs a physical sample investigation in order to confirm the root cause. The manufacturing site was not able to confirm the root cause for the photo only investigation. The probable root cause for the issue is the solvent application process, and improvements have been made in the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. A device history record review was performed on potential lots. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: 2420-0007, batch number#: 24085404 or 24075378. It was reported by customer that primed a medication and the pump infusion set ref#: 2420-0007 literally came apart directly distal of the drip chamber. I had no tension on the tubing. Later in the day I primed another medication and attempted to initiate in the pump, and it kept alarming "air in line." There was no air in the line. I checked this same tubing in 2 other modules, and it gave me the same alarm notification. I reprimed medication and it worked just fine. By the time my second issue happened I had used multiple infusion sets rcc received a complaint via email. Today I had a primary infusing set literally come apart while priming (photo 1). I had no tension on the line. I had a second primary infusion set alarming stating air in line. There was no air, I checked multiple times in multiple modules, and it still alarmed. I reprimed medication with a new tubing, and it was just fine. I have attached the ref number of the tubing used today. Primed a medication and the pump infusion set ref#: 2420-0007 literally came apart directly distal of the drip chamber. I had no tension on the tubing. Later in the day I primed another medication and attempted to initiate in the pump, and it kept alarming "air in line." There was no air in the line. I checked this same tubing in 2 other modules, and it gave me the same alarm notification. I reprimed medication and it worked just fine. By the time my second issue happened I had used multiple infusion sets item: 2420-0007. Lot: 24085404 or 24075378.